Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
A burning smell was noticed during device use. The investigation is in process.

Manufacturer narrative:
This supplemental report report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00176) submitted in 2016 did not go through correctly. Correction: correct field g7 to follow-up #1 report. The original supplemental MDR (MFR#3009498591-2016-00xx) submitted in 2016 was mistakenly marked in field g7 as follow-up#2. Additional information: update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). Investigation: attempts were made to request the return of the device involved with the reported incident. However, we did not receive the device. Therefore, we were unable to confirm or reproduce the issue based on the information provided.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00176) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: attempts were made to request the return of the device involved with the reported incident. However, we did not receive the device. Therefore, we were unable to confirm or reproduce the issue based on the information provided.